Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 274 mg/dl at the time of incident. Customer reported that the insulin pump had replace battery alarm. Customer declined troubleshooting for high blood glucose and troubleshooting was performed for replace battery alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected failed battery alarm, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The insulin pump was received with broken battery tube threads.